Event description:
Reporter indicated that site's dell handheld computer screen became frozen after interrogation. He tried to do a reset and that did not seem to fix the problem. Replacement handheld has been sent to the site.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.